Manufacturer narrative:
Information was forwarded from (B)(6), zimmer, inc., which markets the devices in the u.s. The manufacturer did not receive devices, x-rays, or other source documents for review. Since no lot numbers were received for the device related to this case, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the information currently provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It is reported that the ncb periprosthetic proximal femur plate fractured on (B)(6) 2011. The patient was taken to (B)(6) where revision surgery was conducted by a traumatologist on (B)(6) 2011. This is the second fractured ncb periprosthetic proximal femur plate which has broken on this patient (for first revision surgery please see report number: 9613350-2011-00400).